Manufacturer narrative:
This event was determined to be a duplicate/additional information to manufacturer report number 2916596-2021-04782.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(4) until the patient expired on b)(6) 2021 (refer to MFR#2916596-2021-04782). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2019. The heartmate 3 instructions for use (japan) is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding. The patient required less than 4 units of red blood cell concentrate transfused per 24 hours. The anticoagulant therapy the patient was on was warfarin and aspirin. The cause of the bleeding was unknown.